Manufacturer narrative:
Country of incident: japan.

Event description:
We have received information about a potential incident and would like to inform you about it. It was reported that an error occurred during ventilation and the device display went dark. Ventilation did not stop at any point. After the user performed a reboot the device recovered. The manufacturer has not received any information about any harm from patients, users or third parties. We are currently working to gather further information about this potential incident.